Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller did not pass pre smr check due to a loose power housing. The controller was replaced from stock. The patient tolerated the exchange without any issue.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of loose component. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of loose component was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection as a result of a lightly loose port 1 and corresponding dislodged gasket. This type damage could prevent a battery from making a proper connection. It can also compromises the integrity of components inside the controller. An internal inspection of the controller did reveal foreign material. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however loose component is still being investigated heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.